Manufacturer narrative:
The complaint was confirmed and the cause appears to be used related. The 2 fr tubing broke within the oversleeve, which is molded within the hub of the per-q-cath PICC. Elastic weakness was detected in the proximal end of the catheter, which indicates that the tubing was stretched. The 2fr tubing was most likely stretched beyond its elastic limits. No defects related to the mfg process were noted on the complaint sample. A chr of lot# resi0996 showed no other similar product complaint(s) from this lot.

Event description:
Catheter and thicker while wing tip disconnected separating from the hub.